Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. At this time, it cannot be determined how the device may have caused or contributed to the incident. An evaluation of the device cannot be performed as the device was discarded by the facility. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a spring ligament repair procedure, the bio-composite swivelock was being used as interference screw in navicular for flexor digitorum longus transfer. The swivelock was inserted inferior to superior in a 4.5mm hole with a 4.0mm tendon. The swivelock was threaded into navicular and tendon, but would not come off of the swivelock driver shaft. The swivelock anchor was removed with the shaft. The surgeon could no longer use an interference screw, and had to tie the graft with suture, superiorly, to the surrounding soft tissue and spring ligament repair.